Manufacturer narrative:
(B)(4). Batch # m90835. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No firing issues were noted upon evaluation. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2015. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, first three clips worked fine. Next firing was without clip. Subsequent firings were malformed or not coming out. One clip was partially formed in spite of full "plastic to plastic" firing sequence. Case completed with another device of the same product code.